Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease flat and an opening. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a sharp opening on the plug strap disk shell due to an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness is within specification. The fill test inspection was performed, the result is no blockage.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.